Event description:
It was reported that initial operation was performed with cmf nail system. After 4 months from the initial surgery, the surgeon confirmed x-rays and he found the lag screw was sliding to outer side. It was also reported that the patient is monitored and no revision will be planned so far.

Manufacturer narrative:
The device will not be returned for analysis, as the devices remain implanted. However, investigation results were made available. Medical product: item: 47-2498-180-10; name: z nail cmf 10mmx17.5cm 125r; lot: 3052799. Item: 47-2500-002-00; name: z nail cmf nail cap 0mm; lot: 3057156. Item: 47-2484-027-50; name: 5.0 mm diameter cortical screw ; lot: 64812296. Item: 47-2501-070-50; name: z nail cmf 5.0x70 ant sup; lot: 3050774. Event description: it was reported that the patient was implanted with a cmf nail system on (B)(6) 2021. Four months post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: two undated postoperative ap x-ray views have been received, whereby one of the images which shows what appears to be a migration of the telescopic lag screw in relation to the other image is of poor quality. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet, see surgical technique sap 3045.1-jp-en rev1020. DHR review: review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. For ref. 47-2499-095-10 / lot 3054639 (total lot yield: 90 pcs): 11 pcs. Were scrapped due to dimension out of specification on the cmm-protocol (ncr# 500108648, pos. 1). 13 pcs. Were scrapped due to heel on the contour chamfer on the outer diameter (ncr# 500108648, pos. 2) . 15 pcs. Granted concession despite an issue with the functional test (refer to rationale contained within ncr# 500109372). 1 pc. Was scrapped due to dimension out of specification on the cmm-protocol (ncr# 500110583). 65 pcs. Were re-measured as part of a rework (ncr# 500110763). 6 pcs. Were scrapped due to surface area damage (ncr# 500110917). Surgical technique sap: review surgical technique sap 3045-jp-en rev 0: the correct implantation and insertion (tls placement and set screw locking) is described in the surgical technique. Please also note the following section regarding "set screw locking": after the tls is placed, the pre-assembled set screw in the nail must be tightened with the torque limiting handle offered with the system, to prevent the tls sleeve from moving post-operatively. An anterior support screw can be placed in addition to the tls to provide rotational stability and support the treatment of unstable intertrochanteric fractures with large posteromedial (lesser trochanter) and posterolateral (greater trochanter) fragments, preventing excessive lag screw sliding post-operation. Conclusion: it was reported that the patient was implanted with a cmf nail system on (B)(6) 2021. Four months post implantation surgery, radiological findings revealed the lag screw having migrated towards the outer side. The patient is being monitored and no revision has been planned so far. Review of the device history records identified no deviations or anomalies during manufacturing with a potential correlation to the reported event. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the parts is unknown. Based on the received x-rays a migration of the telescopic lag screw can be confirmed. Based on the available information it is not possible to determine the root cause for this issue. A further and more comprehensive investigation is undergoing to determine the necessity of potential corrective and/or preventive actions. According to the current available information, there are no confirmed product nonconformity related to the issue. There are also no known design or manufacturing related issue to the znn cm fortis nails and lag screws at this time. A possible contributing factor for the migration could be a malreduction or a really unstable fracture. By considering these factors and the corresponding use of the system, good results can be expected even in this demanding situations. This is also confirmed by an hcp review. It is also mentioned that a minor backout of the tls is not a clinical issue. The need for corrective measures is not indicated and zimmer (B)(4) manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2021-00615.